Event description:
It was reported that the patient experienced a loss of coverage for their pain. The leads of the implantable neurostimulator (ins) system were replaced. It addition, per manufacturer's device registry, it appears that the ins and extension were also replaced on the same date. The event was reported as non-serious. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received which reported that the entire system was replaced. It was related to device/therapy but not related to implant procedure. The event was noted as an end of life (eol) and severity indicated as moderate.

Manufacturer narrative:
Lead model 389233 lot# j0306764v implanted: (B)(6) 2003 explanted: (B)(6) 2008; lead model 389233 lot# j0306675v implanted: (B)(6) 2003 explanted: (B)(6) 2008; programmer model 37742 serial# (B)(4); extension model 3708360 serial# (B)(4) implanted: (B)(6) 2006 explanted: (B)(6) 2008; extension model 3708360 serial# (B)(4) implanted: (B)(6) 2006 explanted: (B)(6) 2008.

Event description:
Additional information received reported that the patient's pain was getting worse and their feet were starting to swell. It was stated that no action was taken and it was unknown if this was related to the device or therapy. It was stated that the lead was replaced on (B)(6)-2008. Nor further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received confirmed that the ins was had reached end-of-life (eol) with patient symptoms of lack of therapeutic coverage for their pain reported. The patient outcome was reported as resolved without sequelae as of (B)(6) 2008. If additional information becomes available, a follow-up report will be sent.